Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-07 reported healthcare professional (hcp) met with the patient and the patient's pump still seemed to be functioning. The patient did not have insurance and was applying for insurance as a potential pump replacement. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient was meeting with the physician in their office today (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative via a consumer reported the patient's pump replacement is to be determined but will be happening soon.

Manufacturer narrative:
Updated to reflect hospitalization occurred, as it was reported that the patient was admitted to the emergency room. Analysis of the pump memory confirmed that a low battery reset had occurred, however, a cause could not be determined. Additionally, destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Analysis of the catheter found no significant anomaly visual inspection identified an indentation in the seal material in the cup of the sutureless connector (sc). However, the indentation did not affect the performance of the catheter during functional testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8731sc (B)(4) implanted: (B)(4)2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was replaced on this report date, the proximal portion of the catheter was also replaced. The managing doctor was able to aspirate cerebrospinal fluid (csf) the old catheter but noted some bubbling. Following replacement of the proximal portion and attachment to new pump, csf was aspirated without difficulty and bubbling. The daily dose was reduced from 7mg/day to 5mg/day no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: correction -the previously reported catheter information was for the replacement catheter (no allegation). The correct information for the catheter that pertains to the reported event is: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Initial interrogation of the pump determined it was used to infuse dilaudid (hydromorphone) at a concentration of 9.0 mg/ml, bupivacaine at a concentration of 20.0 mg/ml, and clonidine at a concentration of 200.0 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) with an unknown concentration for a total dose of 7.0044mg/day, bupivacaine with an unknown concentration for a total dose of 15.565, and clonidine 155.65mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported patient was admitted to the emergency room at 6:00pm and the pump was alarming. The patient was experiencing acute withdrawal. Diagnostics/troubleshooting included the pump logs were read and found the pump to have a low battery reset on (B)(6) 2017 at 15:25, and pump was in safe state on (B)(6) 2017 at 15:25. It was noted that the healthcare professional (hcp) had another hcp program pump to settings 7.0044mg/day of dilaudid (hydromorphone),15.565 for bupivacaine and 155.65mcg/day for clonidine. The patient was also given a 0.5 mg bolus. It was noted that the patient was feeling better over 10 minute bolus, and the pump appeared to be restarted. It was unknown if the issue was resolved, and the patient's status at time of report was "alive-no injury." No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient's weight was 200 pounds. The patient's medical history included intrathecal drug delivery (itdd), migraines, chronic back pain, and gastroesophageal reflux dis ease (gerd). Event date was (B)(6) 2017. No further complications were reported/anticipated.